Event description:
The instrument reportedly did not pipette sample reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagostic inc.